Manufacturer narrative:
(B)(4). Date sent: 2/2/2026. D4: batch # a9832a. Investigation summary: the product was returned to ees for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the msm20 device was returned with a clip in jaws, and with no apparent damage. Upon testing, the device was cycled and it fed and formed the remaining four (4) clips as intended. As part of ees quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, users are advised to ensure that a clip is in the jaws, position the jaws so that the clip completely surrounds the vessel to be ligated, fully squeeze the handles together until they stop, and fully release the handles to return the instrument to its original open position. The next clip is automatically advanced. Inspect the jaws after each clip application to ensure the presence of a new clip before applying the next clip, and repeat steps as necessary to continue ligation of tissue. For optimal performance, periodically clean the instrument during the procedure by submerging the jaw and distal end of the applier shaft in saline. Device history review: a manufacturing record evaluation was performed for the finished device batch a9832a number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/8/2026. D4: batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. How was the vessel repaired? 2. Was there any bleeding? 3. If yes, how was the bleeding controlled? 4. Is the current patient status known? 5. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unk procedure, the clip traumatizes the vessel when it is closed, causing damage to the patient where there had been none.